Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing soreness at the incision site. The patient underwent an early lead pull. The patient was doing well postoperatively.